Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported rupture. This relates to the left side. Device status is unknown.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/ lymphadenopathy was reviewed on 25-may-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported rupture. This relates to the left side. Device has been explanted and replaced with a non - allergan device .